Event description:
Customer reported decreased flow rate for implanted drug pump. In march 2003, the catheter ruptured at the metal connector joint during attempt to bolus the pump's side ports. Doctor plans to replace the connector and catheter during a future revision procedure.